Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) recorded oversensing noise in the ventricular channel resulting pacing inhibition in a pacemaker dependent patient. The patient was called to the outpatient clinic and troubleshooting was performed without a clear symptom of noise being reproduced. The decision was made to increase the sensitivity to 0.8 mv and to change the blanking parameters. During the following night the transmitter sent data without detection of abnormalities by the device. Nevertheless, the new lv threshold egm stored showed clear atrial activity signal oversensing. Data analysis was performed, and boston scientific technical services suspects possible lead insulation issue or lead dislodgement. Technical services recommended performing x-rays, testing to rule out lead issues and it is at the physicians discretion to perform a system revision. No adverse patient effects were reported. This device and boston scientific lead remain in-service.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Please refer to b5 describe event or problem for more information regarding the specific circumstances of this event.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) recorded oversensing noise in the ventricular channel resulting pacing inhibition in a pacemaker dependent patient. The patient was called to the outpatient clinic and troubleshooting was performed without a clear symptom of noise being reproduced. The decision was made to increase the sensitivity to 0.8 mv and to change the blanking parameters. During the following night the transmitter sent data without detection of abnormalities by the device. Nevertheless, the new lv threshold egm stored showed clear atrial activity signal oversensing. Data analysis was performed, and boston scientific technical services suspects possible lead insulation issue or lead dislodgement. Technical services recommended performing x-rays, testing to rule out lead issues and it is at the physicians discretion to perform a system revision. No adverse patient effects were reported. This device and boston scientific lead remain in-service.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Please refer to b5 describe event or problem for more information regarding the specific circumstances of this event.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) recorded oversensing noise in the ventricular channel resulting pacing inhibition in a pacemaker dependent patient. The patient was called to the outpatient clinic and troubleshooting was performed without a clear symptom of noise being reproduced. The decision was made to increase the sensitivity to 0.8 mv and to change the blanking parameters. During the following night the transmitter sent data without detection of abnormalities by the device. Nevertheless, the new lv threshold egm stored showed clear atrial activity signal oversensing. Data analysis was performed, and boston scientific technical services suspects possible lead insulation issue or lead dislodgement. Technical services recommended performing x-rays, testing to rule out lead issues and it is at the physician's discretion to perform a system revision. No adverse patient effects were reported. This device and boston scientific lead remain in-service. Additional information was provided, it was reported latitude data from 29jan2024 was reviewed by technical services showing far-field oversensing and higher amplitude. Additionally, oversensing with asystole was observed in prior presenting egm. Technical services indicated that the agc reprogramming change was not effective in this oversensing scenario. There were no additional adverse patient effects reported. This device and boston scientific lead remain in-service.